Event description:
The customer called to report that he has been experiencing high blood glucose levels recently. The reported blood glucose at the time of the call was 336 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the bolus history was showing a bolus of 5.5 units that the customer stated he did not program. Later, a courtesy call was made to the customer to follow up. Found that he went to the emergency room on (B)(6) 2012 with a blood glucose of 500 mg/dl. The customer stated that he passed out at home prior to the event. The customer was kept in the hospital for two days as his blood glucose kept rising and dropping. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.